Manufacturer narrative:
(B)(64. Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The investigation result of inner shaft was broken into two pieces. Investigation results: a wallflex biliary rx stent delivery system was returned for analysis. The stent was not returned. Visual evaluation found the inner shaft of the delivery system in pre-deployment position within the outer sheath and the guidewire port kinked. In addition, the inner shaft was protruding from the guidewire port and the inner shaft was kinked, stretched, twisted, and broken into two pieces. During analysis, the sheath of the delivery system was cut approximately 300mm proximal to the guidewire port. It was found that the inner shaft pieces was kinked, stretched, twisted, and folded the tip of the delivery system was intact and undamaged. No other issues were noted with the device. The damages noted with the device were consistent with the application of force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on june 02, 2016 that a wallflex¿ biliary rx stent was to be used to treat a malignant stricture in bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent failed to deploy. The procedure was completed with another a wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was broken into two pieces.